Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a valved trocar did not close after removing an illuminator and it leaked during a vitrectomy procedure. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Three opened 23 gauge trocar assemblies with tip protectors were received in a tray along with other items for the report of leaking. The returned samples were visually inspected per facility procedure . One sample was found non-conforming with an open valve, one sample was non-conforming with a damaged septum and the third sample was non-conforming with a torn septum. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 10 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).